Manufacturer narrative:
Device history record (DHR) review could not be conducted as a lot and serial number was not provided by the complainant. The device involved in this event was not returned; therefore, an investigation was unable to be performed. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.

Event description:
Note, this report pertains to the second of 2 devices used in the same procedure. See associated medwatch manufacturer's report number 1222780-2008-00056. User facility reported that a patient had a uterine sounding with a suresound device and several unsuccessful cavity integrity assessment (cia) tests with two disposable novasure devices while attempting a novasure ablation. The physician "viewed the cavity via a laparoscope and noted [a] hematoma at the base of the uterus as well as a perforation internally at the uterine wall." In 2008, the physician reported there were 2 perforations seen on laparoscopy. Treatment included cauterization to slow the bleeding. The patient was admitted overnight for observation and discharged home the next day. The physician reported the patient was seen on follow-up on the same day, and "she is doing fine."